Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, product type: accessory. Product ID: 3387s-40, lot# va0rcv6, implanted: (B)(6) 2015, product type: lead. (B)(4). Analysis of the lead (lot# vaovhtu) found the lead body outer insulation was damaged at the depth stop site. Impressions from over-tightening of the depth stop were observed on the outer insulation, about 2.7cm from the proximal end.

Event description:
It was reported the patient had their second lead implanted on the day of report and a short was noted on the lead via screener testing. A different lead was used with no issues.